Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed back-up operation. A software download was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received